Manufacturer narrative:
H3: 81 other : this complaint has been deemed not reportable. The reported issue is general feedback about the use of the flow sensor and it is well known that some customer's are having this issue. It can be addressed with training. There is no failure related with bellavista1000 us ventilator.

Manufacturer narrative:
The suspect device was not returned for investigation. However, vyaire medical requested for the device serial number and logfile for analysis. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us giving error message: measured volume doesn't match volume delivered. The customer confirmed that the issue happened over a dozen times. The was patient transferred on an avea ventilator. Often times, they replace it with new flow sensor and recalibrate the bellavista ventilator. Furthermore, there was no patient harm associated with this event.